Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, an infrarenal aortic extension, and a suprarenal aortic extension on (B)(6) 2016. On (B)(6) 2016, computed tomography showed a type 1a endoleak with aneurysm sac growth. On (B)(6) 2016 the physician elected to implant a non endologix device to seal the endoleak. The patient is stable.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the type 1a endoleak and the placement of a non-endologix stent to seal the leak. Additionally there was evidence to reasonably support the following observations; at 1 month post initial procedure type 2 endoleak of the distal lumbar arteries, stent collapse of the main body limb in the left common iliac artery (lcia), and at 2 months post implant a dissection of the thoracic aorta as well as an occlusion of the hypogastric artery. The clinical assessment was based on adequate medical records and adequate patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; patient on antiplatelet therapy, significant calcification in the aortic neck, pre-existing patent lumbar arteries, and possible placement of the devices may have contributed to the occlusion event.